Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient saw a health care provider (hcp) on (B)(6)-2013. It was stated that that the patient had a replacement of the implantable neurostimulator (ins) "last year" and a "history of (h/o) a lead break after the ins revision". It was also stated that the patient had a replacement of the "connector extension". It was not clear when this happened or what caused it. Additional information has been requested.